Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a mechanical issue. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss in the device. The device was not cycling. An MRI also noted that the reservoir was empty. During explant surgery, damage to the cylinder occurred. The ipp was explanted and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss in the device. The device was not cycling. An MRI also noted that the reservoir was empty. During explant surgery, damage to the cylinder occurred. The ipp was explanted and replaced with a new ipp. There were no patient complications.